Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of arrhythmia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience xpedition stent was successfully implanted in the mid left anterior descending (lad) coronary artery, 90% stenosed lesion. On (B)(6) 2016, (B)(6) 2017, the patient was hospitalized for palpitations and coronary artery disease was diagnosed. There was no imaging performed and medication was provided as treatment. The patient has been discharged and reportedly feels much better. Per physician, the relationship between these events and the device is not known. There was no additional information provided regarding this issue.